Event description:
Case reference number (B)(4) is a spontaneous case report sent by a physician (plastic surgeon) which refers to a female (B)(6). No medical history or concomitant medication was reported. According to the pt, she had a previous injection with may be restylane (product not confirmed) in (B)(6) 2011 at another clinic. She had to seek emergency care at (B)(6) due to a reaction including swelling, was treated with cortisone and had surgery, which resulted in asymmetric lips. On (B)(6) 2012, pt was injected with restylane lidocaine to upper and lower lip. Adverse event was redness and swelling in the treated area. The pt was prescribed with betapred and valtrex, and the events resolved in a few days. On (B)(6) 2012, the pt was injected with restylane lidocaine 1 ml to upper and lower lips and restylane perlane lidocaine 1 ml to each nasolabial fold (total volume 3 ml). In (B)(6) 2012, also reported as 3-4 days later, the adverse events are severe swelling [implant site swelling] and abscess [implant site abscess]. The pt first reacted on the injection to lip and thereafter swelling and redness [implant site erythema] to cheek. The pt was prescribed dalacin, valtrex, betapred and ciprofloxacin. There was also culturing (bacteria and virus) without any result. Due to the pt's general condition, she was submitted to (B)(6) on an unk date. The pt was advised to stay at the hospital for some days, primarily not because of the adverse event, but due to her general psychological status. The physician had phone contact several times with the infection consultant at (B)(6) and they assessed it as most likely as a reaction to something in the product. Hylase was used on all treated areas on several occasions. It took 15 days before the events improved and 2 months before the events resolved. As of (B)(6) 2013, the pt is well besides a small scar [implant site scar] at the right oral commissure. This case is cross referenced with case (B)(4) (same patient).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) on 04/23/2013. The events severe swelling, abscess, redness and scar assessed as serious, expected and possibly related.